Event description:
The user was implanted in (B)(6) 2022 and after some time there was swelling in the implant area then the electrode lead extruded through the skin. The user had two revisions. The first revision was performed on the (B)(6) of (B)(6) 2022 to repair the skin flap. After the surgery imaging showed the electrode array in the middle ear. A second revision was done on the (B)(6) of (B)(6) 2022 and the electrode was reportedly inserted properly into the cochlear. However, clinical support reviewed the images from the (B)(6) of (B)(6) 2022 and they reported that the cochlea appears to be almost fully ossified and some fluid is seen in the first 5-6 mm and only 1-2 channels are reaching the cochlea and the rest of the array is in the middle ear. Reportedly, the user is still wearing the device and is perceiving benefit.

Manufacturer narrative:
Additional information: according to the information received from the field the electrode lead extruded through the skin after implantation surgery. Further a swelling was observed above the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. In addition, a complete insertion of the electrode array was not achieved at implantation surgery. Information on the implant registration card states that seven channels were left extra-cochlear. Reportedly the recipient suffered from ossification which likely contributed to the incomplete insertion. A revision surgery to repair the skin flap was performed, however afterwards the electrode array was found in the middle ear. Thus a second revision surgery to reinsert the electrode array was performed. However after reinsertion only 1-2 electrode contacts are inside the cochlea. Reportedly the recipient has hearing benefit with the device, which remains implanted and in use.

Event description:
The user was implanted in (B)(6) 2022 and after some time there was swelling in the implant area then the electrode lead extruded through the skin. The user had two revisions. The first revision was performed on the (B)(6) 2022 to repair the skin flap. After the surgery imaging showed the electrode array in the middle ear. A second revision was done on the (B)(6) 2022 and the electrode was re-inserted, however, only 1-2 channels are reaching the cochlea and the rest of the array is in the middle ear. The device was eventually explanted.

Manufacturer narrative:
Additional information: according to the information received from the field the electrode lead extruded through the skin after implantation surgery. Further a swelling was observed above the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. In addition, a complete insertion of the electrode array was not achieved at implantation surgery. Information on the implant registration card states that seven channels were left extra-cochlear. Reportedly the recipient suffered from ossification which likely contributed to the incomplete insertion. A revision surgery to repair the skin flap was performed, however afterwards the electrode array was found in the middle ear. Thus a second revision surgery to reinsert the electrode array was performed. However after reinsertion only 1-2 electrode contacts are inside the cochlea. Reportedly the recipient has hearing benefit with the device, which remains implanted and in use.

Event description:
The user was implanted in (B)(6) 2022 and after some time there was swelling in the implant area then the electrode extruded through the skin. Only 5 channels were inserted into the cochlea and 7 channels were left extra-cochlear at implantation due to the user's anatomy. A revision surgery will be performed in a months time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.